Event description:
Reported event: a disconnection occurred. The reported defect was detected during use on patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.